Event description:
Patient with congenital heart patient, re-do sternotomy, left operating room hemodynamically stable, went to pctu (pediatric cardio-thoracic unit). Began bleeding, taken back to or. The bleeding was noted to be coming from a tear in the aorta just at the level of the anastomosis between the conduit and the ascending aorta. The bleeding was not controllable and the original tear extended significantly and most likely involved the entire posterior portion of the graft. Unable to control bleeding. Patient expired. Preliminary autopsy showed 3mm hole in aortic graft.